Manufacturer narrative:
After further information, this complaint was deemed not a reportable event with philips. Philips received a complaint on the patient information center ix sn (B)(6) indicating an error message: "overview lost". The staff was not able to view the patients from the (B)(6) hospital site on their overview at the (B)(6) hospital location. No adverse event involving a patient or user was reported. Network hardware or interface issues would be associated with visual inops at the central and/or bedside device including "no data from bed" and "no central monitoring". When mx40 devices are in use, loss of network communication would cause the mx40 to activate it's display and monitor mode would be initiated. M4841a devices would beep upon loss of network communication. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence.

Event description:
It was reported the network switch was down due to a bad ups. The piic system is used to monitor multiple patients from one hospital site to another. The reported issue with the ups prevented the hospital staff from viewing patients on the overview, resulting in possible delays in contacting staff at the other site regarding red and yellow alarms. When the site was viewed remotely, neither surveillance or the overview was visible in the system configuration, eventually determining each hospital uses a hospital provided connection to bridge the two locations and not a philips connection. Biomed arrived onsite and confirmed there was a ups that powers the local network switch that had stopped working on the hospital side that bridges the two locations. Once the ups was replaced, the connection was restored successfully. Based on this information, the reported issue was related to a non-philips malfunction.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating there had been an inoperative message saying "overview was lost". If a red or yellow alarm happened during the event that the system is down, there could be a possible delay in contacting staff. The device was in use on patient at time of event, there was no adverse event reported.